Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital with a heart rate of 27 bpm and feeling lightheaded, loss of capture and loss of sensing were noted. The right ventricular lead had perforated the patient. The patient was seen in the hospital with a heart rate around 27 bpm and was feeling lightheaded. There was no capture at 7.5v@1.5ms and no sensing. Temporary pacing wires were used and the whole system was explanted.